Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak on access 2 immunoassay analyzer. There was no report of injuries or exposure to hazardous liquids to users or lab visitors. The customer has a procedure for handling biohazard spills. There was no effect to patients.

Manufacturer narrative:
The customer noticed no wetness but some dried residue of white, blue, and yellow tint on the instrument. Bec customer technical support (cts) advised the customer to review the msds for the access products before cleaning the spill. Service was on site on (B)(6) 2011. The field service engineer (fse) found that the liquid waste peri-tubing was disconnected, and replaced it. The fse verified system performance to the published specifications. The disconnected peri-tubing was the root cause for this event. Bec identifier for this complaint is (B)(4).